Event description:
It was reported during a laparoscopic cholecystectomy while using the 511s trocar the device would not arm (the red arming button would not engage). A new 511s trocar was pulled and again the device would not arm. A third 511s trocar was pulled to complete the case. There was no consequence to the pt.